Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported two of the light emitting diodes illuminated and then went out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.